Event description:
The event occurred in china. This complaint was reported by the customer to china nmpa through the adr online system, report number: (B)(4). It was reported that a patient was connected to the rotaflow for ECMO treatment on (B)(6) 2025. On 2025-12-24 the patient was transferred to the operating room for weaning. During the transport, the rotaflow gave alarm that the internal battery was depleted, and the pump stopped. The hand crank was used by the attending nurse to turn the blood pump. No negative consequences for the patient were reported. Since the pump stopped and the hand crank had to be used during patient treatment, the event can result in a risk for harm of any person. Therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. This complaint was reported by the customer to china nmpa through the adr online system, report number: (B)(4). It was reported that a patient was connected to the rotaflow for ECMO treatment on (B)(6) 2025. On (B)(6) 2025 the patient was transferred to the operating room for weaning. During the transport, the rotaflow gave alarm that the internal battery was depleted, and the pump stopped. The hand crank was used by the attending nurse to turn the blood pump. No negative consequences for the patient were reported. Since the pump stopped and the hand crank had to be used during patient treatment, the event can result in a risk for harm of any person. Therefore, a report is required. The patient data was not shared by customer. The affected rotaflow console with s/n (B)(6) was investigated by a getinge field service technician and the reported failure could be confirmed. The battery voltage was only 19v, while the charging voltage was normal, indicating a battery failure. Therefore. The battery needs to be replaced. A similar complaint has previously been investigated by getinge life cycle engineering (lce), and the most probable root cause could be determined as an increased internal resistance in the battery. Based on these investigation results the reported failure could be confirmed. The review of the non-conformities has been performed on 2026-02-17 for the period of 2014-04-02 to 2026-02-06. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was produced in 2014-04-02. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. It is necessary to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / v15. Chapter 3.3.4: check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. The actual run time during battery operation depends on the age and condition of the batteries, current consumption of the rotaflow console and other factors. The run time shown is only a reference value. The actual run time can be shorter or longer. Chapter 5.6.1: before starting the application, check the points listed in "check before every use". Before each use, ensure that the batteries are fully charged. If the battery capacity is low an acoustic signal sounds on the device. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured on year 2014. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.